Event description:
It was reported that patient presented for scheduled generator change procedure. During procedure, the atrial lead was dislodged which was confirmed via chest x-ray. The atrial lead was explanted and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned with its helix fully extended and within product specification for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.